Event description:
It was reported that the pump touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose. No additional information was provided by the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.